Event description:
Emt's attended to a person diagnosed in cardiac arrest. When the second defibrillator shock was attempted, the device allegedly dumped the charge internally and displayed a service message. The operator continued to use the device and subsequently delivered a second shock. Ambulance crew arrived and took over treatment of the patient. The patient was not resuscitated. The reporter indicated the alleged problem did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.